Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device w9962; pdcbrtb0 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a natural birth procedure on (B)(6) 2019 and suture was used. The suture broke when sewing in a natural birth surgery. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.